Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was able to lock in place. The customer's blood glucose level was unknown. The customer noticed that the insulin pump did not the retainer ring on it. Customer was not sure what caused the retainer ring to be removed and thought that the insulin pump may have been dropped or bumped. The insulin pump will not be returned for analysis.